Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis (B)(6) 2016 on with a blood glucose level of 1892 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer treated their blood glucose levels with manual injections. The customer woke up semi-conscious with high blood glucose levels. The customer reported a motor error form the insulin pump but did not troubleshoot the issue. The customer returned the product for analysis.